Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 2 months post implant due to dysphotopsia. A different model lens was implanted as the replacement. The surgeon believes the patient's anatomy was the cause for the event. The patient's current prognosis is "excellent." This report refers to patient's left eye.

Manufacturer narrative:
The lens was returned for evaluation. The lens was in two pieces. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the exact root cause of the event could not be determined. According to the surgeon it is possible that the patient¿s anatomy may have contributed to the event .